Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein, iliac vein, and inferior vena cava (ivc) using a penumbra engine canister (canister), penumbra engine (engine), and lightning aspiration tubing (lightning). During the procedure, the engine was unable to obtain vacuum and none of the indicator lights would illuminate on the engine using the canister. It was also reported that the indicator light on the lightning unit began flashing red. Therefore, the canister was removed. The procedure was completed using a new canister with the same engine and lightning. There was no report of an adverse effect to the patient.